Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received 5 inappropriate shocks which lead to therapy exhaustion for that zone. The patient was told to visit with his physician and has not yet done so. No plans to intervene at this time. To date, no adverse patient effects have been reported.